Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the metal flakes are coming off the instrument after normal use.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary : it was reported that the metal flakes are coming off the instrument after normal use. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the corail2 anterior broach handle had their distal portion, where the lever handle comes down, deformed by impactions, and causing a portion of the lever material to delaminate. Device exhibited sings of usage, but no signs of breakage were observed on the device surface. Potential cause for the deformations observed can be attributed to an unintended use error by use of excessive force like impacting the device in unintended places and overloading the material. Delamination on the surface of device was consistent with the lever coming in contact with the deformations observed. Properly handling and attention to the approved use of the device diminishes the risk of failure. Even though there were no signs of breakage, reported allegation can be confirmed as the delaminated patterns observed can be related to this damage definition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the corail2 anterior broach handle would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.